Event description:
It was reported that a cartridge alarm occurred. Additionally, the wake button was difficult to press and required force to turn on the pump screen on or off. Customer's blood glucose was 120 mg/dl. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.